Event description:
Healthcare professional reported right side rupture confirmed with a ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during analysis. Pain: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. No other observation observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side rupture confirmed with a ultrasound. Device has been explanted.